Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient that the patient was experiencing a "twitching in the chest" for about a week. Follow-up with the device clinic determined the patient was experiencing extracardiac stimulation due to the right ventricular lead placement. The lead was reprogrammed, but the stimulation persisted. The physician is considering a lead revision and the lead remains in use. No patient complications have been reported as a result of this event.